Event description:
An error "check pca syringe" came from the alaris brain. Biomed has impounded the device, received the debriefing form that was requested, and returned with incomplete information, could not be used for further investigation. Biomed received release from risk, replaced the male iui, and performed pm. All tests passed with no errors, the brain was returned to service.